Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that a patient experienced a corneal burn during a cataract surgery. The surgeon used sutures to close the wound. The staff feels that this occurred due to surgeon technique.